Event description:
It was reported that the patient was experiencing sharp left leg pain due to the position of the lead. As a result, the patient underwent surgical intervention during which the lead was explanted and replaced, resolving the issue.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The allegation is against one of two leads; however, it is unknown which lead(s), therefore, all potential components are being listed. Additional components potentially involved in the event: product family: scs, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000142217.